Event description:
It was reported that the patient presented for follow up. Upon interrogation, high pacing lead impedance and high thresholds were observed. Lead revision will be scheduled. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.